Event description:
End user was allegedly seated in the motorized wheelchair during transport on a bus when the bus came to a sudden stop causing the end user to slide out of the motorized wheelchair. As a result of the incident, the end user allegedly received injuries including a fractured hip.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The owner's manual advises against occupying the motorized wheelchair during transport in a motor vehicle.